Event description:
Reportable based on device analysis completed on 13-jan-2015. It was reported that crossing difficulties were encountered. The target lesion was located in the mid right coronary artery. A maverick balloon catheter was used for predilation of the lesion. Then a 32 x 3.50 promus premier¿ stent was advanced but was not able to cross the lesion. Dilation of the lesion was again performed using an nc apex balloon catheter. Then a 3.50x20mm and a 3.5x16mm promus element stents were deployed and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and microscopic examination found no issue with the profile of the device¿s tip. The stent was damaged at its distal end. The struts on the two most distal rows were raised and bent distally towards the tip. This type of damage is consistent with the stent meeting resistance during the advancement and subsequent withdrawal of the device from the patient. There were no issues noted with the profile of the balloon. The balloon wings were tightly wrapped and the balloon was not subjected to positive pressure. A visual and tactile examination found no issues with the profile of the shaft polymer extrusion. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)